Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (false asystole event) was confirmed. Upon investigation the monitor case was cracked and wires were loose. The loose wires caused the false asystole event. The root cause of the cracked case and loose wires cannot be positively identified but is likely from the monitor being dropped on a hard surface. No adverse event resulted from the cracked monitor case and loose wires. The pt received a replacement monitor.

Event description:
Review of download data from a (B)(6) old female pt revealed a false asystole event. Zoll customer support contacted the pt and issued her a replacement monitor.